Event description:
Caller states on april 29th, they had a pt that was intubated in emr and they heard a pop and the pt was reintubated and they found a rupture in the cuff of the tube.

Manufacturer narrative:
No sample is expected to be returned for eval. W/o the actual complaint sample being returned a full investigation cannot be carried out to confirm the customers reported failure. If the sample is rec'd at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Info has been added to the database for trending purposes.